Manufacturer narrative:
The device was returned in the left curve position. The insulation is pinched in the proximal shaft at approximately 41cm from the tip exposing the metal braid of the tubing. The tension control knob functioned properly on both lock and unlock positions. The steering knob has lower resistance than typical when actuating the curves. Both right and left curve tests failed to reach the specified template area. X-ray showed slack in the steering wires in the handle. No interior damage was noted in the pinched area of the proximal shaft. The handle was opened and the welds on both sides of the guide coil in the distal section appear intact and appropriate.

Event description:
Reportable based on analysis completed on 9dec2019. It was reported that the curve did not deflect appropriately. A intellanav mifi open-irrigated ablation catheter was selected for a atrial fibrillation procedure. Before using the catheter it was noticed that intellanav was not usable because the deflection did not work appropriately. The procedure was completed using a standard curve intellav mifi oi with no patient complications being reported. Analysis revealed that the insulation was pinched in the proximal shaft.